Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 38 mg/dl to 48 mg/dl. Reportedly, the cause was related to carb ratio settings. The customer required assistance from neighbor to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.